Event description:
It was reported that this right ventricular lead experienced dislodgement. Due to this, noise, high pacing thresholds, low amplitude and loss of capture was observed. The dislodgement was confirmed through x-rays and a lead revision was performed. This lead was repositioned and remains in service. No further adverse patient effects were reported.